Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome cutting balloon was used for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured without exceeding rated burst pressure. The procedure was completed with a non-bsc balloon catheter. No patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 10/2.50 flextome cutting balloon was used for percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured without exceeding rated burst pressure. The procedure was completed with a non-bsc balloon catheter. No patient complications reported. Device evaluated by MFR.: the device was returned for evaluation. A visual examination revealed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal marker band. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted which may have potentially contributed to the complaint incident.